Manufacturer narrative:
(B)(4). This customer reported that the device would not recognize the pads/therapy cable during a patient event. The involved patient died. It has not yet been determined whether the device was a factor in the patient outcome. This complaint is still being investigated. A follow-up report will be submitted after philips obtains more information about this event.

Event description:
This customer reported that the device would not recognize the pads/therapy cable during a patient event. The involved patient died. It has not yet been determined whether the device was a factor in the patient outcome.